Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a sl-band reconstruction the tip of the screw broke when it was inserted. The same screw was used to finish the surgery successfully and the broken piece remained inside the patient. The surgery was finished successfully and it was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence, via an x-ray, provided from the field of an unpackaged ar-1525ps, with batch number 11474059, revealed a damaged screw. Therefore, arthrex was able to deduce a most likely cause. The most likely cause can be misuse due to misaligned insertion or prying/leveraging the screw during insertion.